Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) the balloon would not fill while it was being put on the patient. The unit was swapped out with another to begin therapy.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) the balloon would not fill while it was being put on the patient. The unit was swapped out with another to begin therapy. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: poc - (B)(6) & (B)(6). It was reported that during use cardiosave intra-aortic balloon pump (iabp) facing "autofill failure" issue. A getinge field service engineer (fse) found issue was in pim module, replaced pneumatic module assembly (d997-00-1178), this corrected the issue. As part of pm fse also replaced primary 9v battery alkaline (d146-00-0146), cardiosave console cover (d040-00-0458-01), 2 li-ion battery pack (d146-00-0097) and o-ring buna-n 1-008 n70 (d354-00-0208). Complete pm with full calibration, unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Patient involvement was there. The final investigation has been completed by failure analysis and testing department. Retaining the pneumatic module assembly in the failure analysis and testing department per procedure.